Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc tubing defective/damaged reported by hospital: rupture of the end of the extension tube at the connection with the port at the time of use, quantity 1, samples can be returned, photographs can be provided, green claim required, complaint response letter and complaint receipt letter required

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#5017364): 1) the products of this batch were assembled at intima ii auto line 3 in feb 2025, and packaged at r240 & cfs package line in feb 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products is 4358976, review the raw material inspection records, no abnormalities. 2. The customer returned 1 photo and the defective sample: 1) the defective sample shows: the unit packaging has been opened, the sku is 383071, the batch code is 5017364.the extension tube is cracked at the connection with the pp connector. 2) after breaking open the pp connector, it was found that the break in the extension tube was about 2 mm away from the metal wedge. 3. The retained sample of this batch is taken for the pull strength test between the extension tubing and the pp connector, and 45psi leakage test. The test results are all within the product specifications. 4. According to the analysis of the damaged area and condition of the returned sample extension tube: the extension tube was damaged by the u-shaped clamp of z7.s5 during the assembly process with the indwelling needle. 5. Measures have been taken improvement of the gripping jaws mechanism of z7.s5. (This measure was completed in march 2024). 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. After the inspection of the returned sample, it is determined that the extension tube was damaged by the u-shaped clamp of z7.s5 during the assembly process with the indwelling needle. The factory took measures in march 2024 and has been monitoring ever since.

Event description:
No additional information available.